Event description:
The user facility reported that steam escaped from the sterilizer setting off the fire alarm. The fire department was dispatched and the building was evacuated. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician arrived onsite and found the unit to be shut off and out of use. The technician inspected the unit and found that the drain valve on the steam generator was not closed all the way. The technician repaired the unit by replacing the ball valve on the steam generator drain along with replacing 2 check valves. The technician further inspected the unit as he wanted to verify proper operation of the s7 water valve and check valve on the water manifold. The technician rebuilt the s7 water valve as a precautionary measure and confirmed the unit to be operational; no further issues have been reported.